Event description:
Reporter alleged blood glucose measured 328 mg/dl back to back with a result of 122 mg/dl performed within 2 minutes of each other. It was reported customer was unable to tell if glucose was high or low however took medication as normal. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.